Event description:
The customer discovered excessive fluid on top of the sample tube caps involving the synchron lxi 725 system. The customer also reported a small amount of fluid inside the instrument coming from the closed-tube aliquoter (cta). The customer was wearing personal protective equipment at the time of the event and the laboratory has an exposure control plan in place. No patient results were affected and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered a piece of cap stuck in the check valve of the drain line. The fse removed the piece of cap from the check valve to resolve the issue. Repair was verified and results met published specifications. Failure mode is attributed to a clogged check valve.

Manufacturer narrative:
(B)(4).